Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced a high blood glucose (bg) level of 529 mg/dl, cause was unknown. High bg was addressed with a correction bolus and manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.